Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the upper limb. A 2mm x 30mm x 143cm coyote es balloon was advanced for dilation. However, while the physician inflated the balloon, before it reaches the nominal pressure, the balloon broke. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. It was further reported that the 80% stenosed target lesion was located in the non-tortuous and moderately calcified pedial artery. The balloon ruptured during the first inflation at 3 atmospheres and was completely removed from the patient.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination of the device revealed that there is a balloon pinhole at the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the upper limb. A 2mm x 30mm x 143cm coyote es balloon was advanced for dilation. However, while the physician inflated the balloon, before it reaches the nominal pressure, the balloon broke. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. It was further reported that the 80% stenosed target lesion was located in the non-tortuous and moderately calcified pedial artery. The balloon ruptured during the first inflation at 3 atmospheres and was completely removed from the patient.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the upper limb. A 2mm x 30mm x 143cm coyote es balloon was advanced for dilation. However, while the physician inflated the balloon, before it reaches the nominal pressure, the balloon broke. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.